Event description:
Additional information received reported the patient outcome as resolved without sequela as of (B)(6) 2011.

Event description:
It was reported that there was pain with stimulation on following physical therapy. An x-ray was performed which indicated that the lead had migrated. On (B)(6) 2011, one lead was replaced and the device was surgically repositioned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as MFR report# 3007566237-2011-07061. Additional review indicated the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).